Manufacturer narrative:
Device was not returned, therefore, no investigation was conducted. Upper gi bleeding is a risk after esophageal ablation; this was further exacerbated by patient's self-medication with antiplatelet (baby aspirin) and advanced age. Bulsiewicz wj et al. Safety and efficacy of endoscopic mucosal therapy with radiofrequency ablation for patients with neoplastic barrett's esophagus. Clinical gastroenterology and hepatology 2-13;11:636-642 qumseya bj, wolfsen h et al. Adverse events after radiofrequency ablation in patients with barrett's esophagus: a systematic review and meta-analysis. Clinical gastroenterology and hepatology 2016;14:1086-1109.

Event description:
C2 therapeutics became aware of an adverse event on (B)(6) 2018. Patient underwent uneventful follow-up cryoballoon treatment on (B)(6) 2018. 3 weeks after follow up cryoballoon patient was admitted to hospital with malena, weakness and had labs consistent with a gastrointestinal bleed. Same day underwent esophagogastroduodenoscopy and was found to have a diffuse ulceration at the gastro-esophageal junction. Was treated with epinephrine. The next day had an episode of hematemesis and was sent to the ICU with hypovolemic shock, went to interventional radiology for embolization. Died the following morning. Patient was a (B)(6) years old male with barrett's esophagus with high grade dysplasia. Previous treatments including 3 radiofrequency ablations, 3 endoscopic mucosal resections. Previous cryoballoon ablation treatment on (B)(6) 2017; treated with 12 10-sec ablations.